Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00590.

Event description:
Allegedly revised due to modular neck fracture. Used the extraction instruments to remove mod neck successfully. Stem and shell were not revised.